Event description:
It was reported that the t2 recon target device 1806-3100 was used to insert a recon nail. The target device did not line up with the hole in the nail, which was discovered after the nail was inserted inside the patient. The nail was extracted and the target arm assessed on the back table. Multiple nails were then attached to the device in order to troubleshoot. The left antegrade hole in the target arm is off aim by 1cm distal to the hole in the nail. The right antegrade hole in the target arm is off by less than 1mm, which allows passage of the drill through the nail but only with resistance and difficulty. Recon mode was then selected with success, as these holes are unaffected. Additional info: "the antegrade nailing was not able to be completed successfully due to the failure of the targeting guide. However, a recon nailing of the femur was able to be performed successfully. This alternative surgery was not plan a, and did compromise the integrity of the patients femoral head when not initially required to be compromised. But the result is that the patient will not need to be re-scheduled for surgery. In summary, the initial surgery was not successful, but the alternative surgery was successful.". A 25 minute intraoperative delay was reported.

Manufacturer narrative:
Please note the correction to h6 component code. The reported event could be confirmed, since the device was returned for evaluation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. In the case presented a customer experienced a delay in surgery time of appox. 25 minutes. Investigation revealed that a 10-year-old target device had become impaired due to a forcefully twisted targeting component. The wrong position was detected after surgery which means that the functional check, repeatedly required in the labelling, had not been carried out. Initial de-adjusting of the affected targeting wing was caused by rough handling. As per the additional information received, no pre-surgical functional test was performed. A functional test prior to the surgery, which is required as per IFU, could have prevented the event from occurring. The event was regarded as not device related but rather caused by the user.

Event description:
It was reported that the t2 recon target device 1806-3100 was used to insert a recon nail. The target device did not line up with the hole in the nail, which was discovered after the nail was inserted inside the patient. The nail was extracted and the target arm assessed on the back table. Multiple nails were then attached to the device in order to troubleshoot. The left antegrade hole in the target arm is off aim by 1cm distal to the hole in the nail. The right antegrade hole in the target arm is off by less than 1mm, which allows passage of the drill through the nail but only with resistance and difficulty. Recon mode was then selected with success, as these holes are unaffected. Additional info: "the antegrade nailing was not able to be completed successfully due to the failure of the targeting guide. However, a recon nailing of the femur was able to be performed successfully. This alternative surgery was not plan a, and did compromise the integrity of the patients femoral head when not initially required to be compromised. But the result is that the patient will not need to be re-scheduled for surgery. In summary, the initial surgery was not successful, but the alternative surgery was successful." A 25 minute intraoperative delay was reported.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.